Event description:
It was also reported that the balloon was not lubricated. However, the balloon was attached using a balloon applicator. Also, an endotracheal tube was used during the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that user handling contributed to the reported event. It is possible that the balloon may not have completely deflated when the endoscope was withdrawn from the patient. Also, the balloon was not lubricated. However, since the device was not returned for evaluation, the root cause of the detachment of the balloon could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿never tie the elastic opening of both sides of the balloon with a thread. This may cause the balloon to rupture or detach from the distal end of the endoscope when inflating it and could result in patient injury. Never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. Never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or detach from the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-7b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. When withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasonic image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. Always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. Deflate the balloon before withdrawing the endoscope from the patient. Withdrawing the endoscope while the balloon is inflated could result in patient injury.¿ this supplemental report includes information added to b5. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not being returned for evaluation as it was discarded by the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus at the beginning of the diagnostic endobronchial ultrasound (ebus) for cancer, the customer was using the evis exera ii ultrasonic bronchofibervideoscope and one balloon came off inside the patient and the second balloon came off outside of the patient. When the second balloon started to come off, the doctor felt the difference and was able to pull out the scope before it fell off completely. The procedure was prolonged to retrieve the first balloon with forceps and attach the new balloon. The diagnostic outcome was not affected and the procedure was completed without the balloon. No patient harm was reported. This report is related to the following patient identifiers: (B)(6) : model: bf-uc180f serial number: (B)(6), evis exera ii ultrasonic bronchofibervideoscope. (B)(6) : balloon model: maj-1351 serial number: (B)(6) (first balloon). (B)(6) (this report) - balloon model: maj-1351 serial number: (B)(6) (second balloon).